Manufacturer narrative:
The patient's dob, age at time of event, gender, or weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured. Recurrence of this malfunction could result in prolonged intervention. No patient injury reported. Patient information regarding relevant test/laboratory data or medical history is unknown. This information was not available from the facility. The stellarex device was returned for investigation. Visual examination found no unusual characteristics of the device. During functional testing, the balloon was attempted to inflate to nominal pressure and a pinhole leak was observed in the middle of the balloon. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
The stellarex device was used in a severely calcified and tortuous sfa lesion. During inflation for 30 seconds at 10 atm, the balloon ruptured. No patient injury reported.